Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had increasing to elevated impedance measurements. It was noted that the lv lead capture threshold measurements was also elevated. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv lead impedance alert triggered again due to a worsening tip/tissue interface. It was noted that the lv lead had a temporary loss of capture. The lead is still in use. No patient complications have been reported as a result of this event.